Event description:
It was reported to vyaire medical there was an o2 leak from the bellavista 1000 us.

Manufacturer narrative:
H3: 81-other - the suspect device was not returned for evaluation. A definitive root cause could not be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.